Manufacturer narrative:
The main component of the system and other applicable components are : product ID; 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported getting poor communication with the antenna. Prior to the report, patient tried without the antenna. It was reviewed for patient to place the patient programmer (pp) directly over the ins and sync with the ins, and this resolved the poor communication. The pp antenna is reported to be damaged. It was noted that the patient uses the antenna. No patient symptoms were reported. A replacement pp antenna was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are : product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their problem was resolved with the replacement pp antenna. Patient was grateful for the prompt and courteous service.